Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/26/2020. Corrected b1, h1: it was reported that this event 2210968-2020-04083 is not malfunction reportable. All information related to this event will be reported under mw report #2210968-2020-04878.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4), and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Any medical treatment provided? If yes, please provide medicine name, strength and dose was any surgical intervention performed specifically re-suturing? Explain tissue on which was used? What was the name of the procedure? What is the procedure date and event day?

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. The patient experienced inflammation after 3 weeks from surgery and the suture was not absorbed. Additional information has been requested.